Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Reportedly, reverted to an alternate form of insulin therapy. It was also reported that the customer experienced a elevated blood glucose (bg) level of 596 mg/dl, due to not completing a bolus delivery when prompted. Customer completed a bolus via the pump to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.